Manufacturer narrative:
Initial reporter phone #: unknown. Investigation summary: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that prior to use it was discovered that the cap was broken with a bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes. The following information was provided by the initial reporter, translated from (B)(6) to english: before use, the customer found 1ea edta tube shield damaged and dirty.